Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence due to the device no longer functioning. Fluid loss was noted in the tubing. All components were explanted and replaced. There were no additional patient complication reported.